Event description:
It was reported that the staff reported some recuring air-in-line alarms for this pump. Experienced nurses have done several visits and used latest evidence to troubleshoot, but issue continues to reoccur. An investigation is demanded. The event occurred while in use with patient and there was no patient harm/adverse event reported.

Manufacturer narrative:
E1: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Product was not returned, and no photographic evidence was provided to aid in this investigation. No previous repair has been noted in the last 12 months. Product evaluation and problem confirmation cannot be performed. Review of event history log showed several air in-line alarms and downstream occlusion alarms. Probable cause could not be determined as the device was not returned for evaluation.